Event description:
It was reported that during a da vinci-assisted lung biopsy surgical procedure, the tip of a tip-up fenestrated grasper broke while the surgeon was moving the instrument arm on console. An intuitive surgical, inc. (Isi) clinical sales representative (csr) was present and confirmed it was not mishandled by the team. The instrument tip did not break off completely. The site was unable to remove the instrument from the trocar. The entire trocar and the instrument had to be removed from the cavity. The surgeon converted to video assisted thoracoscopic surgery (vats) because the site could not remove the instrument from the trocar. The instrument will be returned with trocar and cannula seal attached to it. The procedure was converted to vats due to patient hemodynamic issues with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reason for the conversion to vats is patient's hemodynamic issues. There was no complications intra and post operative. Conversion to vats was well tolerated by patient, site completed the procedure faster and successfully. There was no injury to patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint "broken tip". For clarification, the instrument was found to have the main tube broken at the distal end. A piece measuring proximately 0.107 x 0.160 was not returned with the instrument. This failure is most commonly caused by mishandling/misuse. The instrument was returned with the cannula and the cannula seal attached. The instrument grip/pitch cables were cut in order to remove the cannula and the seal from the main tube. The cannula was removed from the instrument and found to have no damage. The cannula passed the gage pin test. The cannula seal was also returned stuck on this instrument. The cannula seal was removed from the instrument and found to have no damage. The seal was tested was installed on an in-house cannula and tested with an in-house instrument. The instrument was installed and removed several times with no issues. The seal was found to have no tear. The seal passed the stopcock force test and gravity test.